Event description:
It was reported that during a surgical procedure at the user facility the sonopet 110v console irrigation was not working causing overheat. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.